Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, the touchscreen was freezing while in use. The customer stated that the unit was on a patient and were unable to make any changes to settings. The unit was removed for the patient and the patient was place on another ventilator with no patient harm.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received a vela main printed computer board assembly and installed it into a known good unit. Use testing was performed and the reported issue of the touch screen freezing up could not be duplicated. All touchscreen actions responded appropriately throughout the extended testing period. All test procedures were exhausted and no failure was detected.